Event description:
It was reported that cadd- pump kit, vip, cadd-prizm ? Under-delivery of medication. No patient or clinician injury.

Event description:
It was reported that cadd- pump kit, vip, cadd-prizm ? Under-delivery of medication. No patient or clinician injury.